Event description:
The reporter states that she obtained the following blood glucose comparisons on the accu-chek aviva system: 278mg/dl and 89mg/dl; 278mg/dl and 127mg/dl; 278mg/dl and 85mg/dl; 278mg/dl and 83mg/dl. All aforementioned tests were obtained within 10 minutes. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent and return requested.